Event description:
The user facility reported that the involved guidewire was used during the procedure. The hydrophilic coating came off the wire and was left behind in the patient. It was not known until after the fact. The case was completed with no further incident. The procedure outcome was reported to be done. The patient's condition was good. There was no patient injury, medical/surgical intervention required. Additional information was received on 10aug2020. They believe it was the polyurethane coating that was left behind. It was a tips procedure and the case turned out good and they are not concerned about what was left behind. They did not realize what was left behind until after; however, where it was left the tracts was closed up for the transjugular intrahepatic portosystemic shunt (tips) procedure. Additional information was received on 11aug2020. From what they gathered it was the "coating" or plastic jacket. They stated that the case was completed. They were using the cook tips kit.